Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer experienced blood glucose values such as 511 mg/dl, 579 mg/dl and 451 mg/dl. The customer did not mention any treatments and symptoms related to high blood glucose values. The insulin pump will not be returned for analysis.